Event description:
It was reported that high impedance was detected during a replacement surgery (planned due to battery depletion) on the new, replacement generator. The old generator could not be interrogated prior to surgery due to battery depletion. Generator diagnostics using a test resistor pin were within normal limits. The lead and generator were replaced due to high impedance. The suspect product was received but analysis on the device has not been received to date. No further relevant information has been received to date.

Event description:
Product analysis was completed on the returned generator. Based on the bench analysis and the electrical test results, the device performed according to functional specifications with no anomalies identified. Product analysis was completed on the returned portion of the lead. An abraded opening was noted on the outer silicone tubing. Also, the end of the portion of the negative coil received had a discolored/dark appearance. High impedance condition was not duplicated. Scanning electron microscopy images of the negative coil show that corrosion had occurred at the discolored surface. Four sets of setscrews marks were noted on the lead pin. Note that since a portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion. The attending representative at the surgery indicated that pin re-insertion was performed prior to lead explant. No further relevant information has been received to date.